Event description:
It was also reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error which was reproduced. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.